Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer g6: report type ¿ updated/follow-up h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: event problem and evaluation codes - additional information

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.